Manufacturer narrative:
Date of submission (B)(4) 2018 - device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during the investigation, the pump powered on with the returned battery cap to an audible tone with vibration alert, but the screen remained blank. The battery cap is able to fully tighten. The battery cap measured within specification. A battery compartment crack was observed. No evidence of moisture contamination was observed inside the battery compartment. The pump¿s casing was removed, and no evidence of moisture was found inside the pump. Unrelated to the original complaint, the pump¿s eeprom component was found to be cracked. The test code downloader tool application v 1.0.0 was used to upload test code v 1.1.12 to the master/slave/periph processors. The upload was successful, and the pump powers up. An eeprom failure was concluded. The eeprom failure was due to the cracked eeprom. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.